Manufacturer narrative:
(B)(4) - alarm, failure to. Eval: results: eval for the returned product shows that when tested the alarm powered on. The alarm tone is intermittent when pressure is taken off the sensor pad. There is rust on one of the alarm case screws. The liqui lable shows evidence of moisture. The posey instructions for use has a warning: the alarm is an electronic device that may fail to work if subjected to severe shock, such as being dropped or immersed in liquid. The unit may stop functioning as designed. (B)(4).

Event description:
Customer claims that during set-up the alarm has power, but no alarm tone when pressure is off the sensor pad. There was no pt contact reported.